Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: e2, e3, e4. A getinge field service engineer (fse) evaluated the unit and provided the customer with guidance on how to proceed with the required battery maintenance. No parts or batteries were replaced. The maintenance for the battery was performed, and the unit passed all functional checks.

Event description:
It was reported that during routine monitoring cardiosave intra-aortic balloon pump (iabp) notified that the equipment requires battery maintenance. There was no patient involved.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.